Event description:
The customer reported the ventilator lost power, switched to backup battery power which subsequently became depleted, causing the ventilator to shut down. The customer reported the ventilator was in use on a pt and there was no pt harm. The ventilator alarmed as specified. The respironics service tech confirmed the ventilator had no power. The service tech checked the ventilator's ac power cord and found no continuity on the cord. Review of the diagnostic log showed the device had been running on backup battery power which became depleted as expected during extended use. The backup battery functioned until it depleted causing the ventilator to shut down and alarm. The service tech replaced the power cord to correct the problem and performed extended self test (est) and performance verification testing. All tests passed to operating specifications. The ac power cord was returned to the MFR for failure analysis. Visual inspection did not reveal any evidence of physical damage to the power cord. Testing of the cord found an electrical open connection between the wires.